Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was explanted. On (B)(6) 2022, a new pacemaker system was implanted on the right side of the patient's body. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.